Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed two pump reboots on (B)(6) 2015; one unexplained and one recorded after a replace battery alarm at 04:02. Deliveries resumed at 08:39. The pump booted to the verify screen with audible and vibratory features. The pump successfully completed 24 hour testing with no pump reboots duplicated. The total daily dose correctly reflected the user¿s programmed basal rates and the pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no evidence of internal moisture or damage found. Unrelated t the original complaint, the battery compartment was cracked. There was no damage found to the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 415 mg/dl with polyuria, extreme drowsiness and symptoms of dehydration associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the alarm history indicated a replace battery alarm which led to the power loss. Cts advised the user to change a new battery from a new pack and the pump powered on appropriately. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.